Event description:
Follow up revealed that the patient's scs system was explanted, which addressed the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the thoracic ipg site. Issue began after the patient had lead revision on (B)(6) 2019. Examination by the physician revealed the patient had (B)(6) infection at the ipg site. Patient was prescribed antibiotics and referred to infectious disease for follow-up.